Manufacturer narrative:
This follow up report is being filed to relay additional and corrected information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised following a hip arthroplasty due to elevated metal ion levels and corrosion at the head/neck junction.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow up report is being filed to relay corrected information. Concomitant medical products: item: 00630505036, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, lot:61139058; item: 00771300600, modular femoral stem press-fit plasma sprayed cementless size 6, lot: 60936233; item: 00620205022, shell porous with cluster holes 50 mm, lot: 61210895.